Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead connected to an implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements. Technical services (ts) also noted that this has not been a gradual rise. No adverse patient effects were reported. This lead remains in service.